Event description:
(B)(4). Since having essure I've experienced heavy bleeding, cramping, sharp stabbing pain, chest pain, fatigue, loss of energy, headache, nausea, dizziness, bloating, hair loss, hair growth in new places, abnormal periods, uti/bladder infection, teeth issues, heart burn, spotting, clots with my periods, mood swings, rashes, hot flashes, itchy breast and nipples, lower back pain, pelvic pain, ovarian cyst, numbness in legs, hands and feet, loss interest in sex, painful sex, very gassy movement in my stomach, extreme weight gain in my stomach and face. Essure is affecting my diabetes and has ruined my life.